Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found several issues: scratches on the protector of the universal cord on both the suction connector and control section sides, scratches on the universal cord, switch box, switch 1, fe level, fe knob, connecting tube, up/down knob, and control unit. Additionally, the suction cylinder is shaved, the light guide bundle is slipping down, and there is dirt on the universal cord, suction connector, and control unit due to water leakage. Moreover, the adhesive on the bending section cover rubber has a chip, and the bending section cover has a scratch. The up/down knob shows wear beyond the standard value, the bending angle in the up direction deviates from the standard value due to angle wire wear, and water tightness is compromised due to deformation of the suction connector. The right/left knob has a scratch, and switch 1 is non-functional due to corrosion. Before being sent to olympus, the device was cleaned, disinfected, and sterilized. There was no delay in the start of precleaning, and the air/water nozzle underwent flushing with water and air. No abnormalities were detected in the accessories used for reprocessing. The endoscope was not immersed in a detergent solution, and the air/water nozzle was not wiped/brushed with a clean lint-free cloth, brushes, or sponges. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had a defective operation button. The device was returned for evaluation. During the device evaluation, foreign objects was found in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that foreign material possibly remained on the device since the reprocessing was deviated from the instruction manual. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.